Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported difficult or delayed activation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in event is being filed under a separate medwatch report number.

Event description:
This is filed to report delayed activation. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. An ntw clip (20328r146) was inserted and placed on the mitral valve. While attempting to deploy, the physician stated he had difficulties accessing the end of the lock line (ll) and it was difficult to unwrap as both ends seemed to be stuck in the lock lever. The ll was able to be unwrapped without additional treatment and the clip was successfully deployed, reducing mr to a grade of 2. To further reduce mr, an additional ntw clip (20422r164) was inserted and placed on the mitral valve. The same issue was observed while unwrapping the ll. However, this time, the physician observed knots on the ll; therefore, the ll was cut to remove the knots. The ll was then successfully removed, and the clip was deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.